Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® cardioform asd occluder instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: device embolization. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, the patient underwent treatment to close a 26 mm sized atrial septal defect using gore® cardioform asd occluder. A stop-flow balloon sizing was not performed, and 48 mm sized gca was selected under measurement by the transesophageal echocardiography. On the first deployment of the occluder, placement became unstable near the superior rim, and when the right atrial disk was redeployed, the svc rim prolapsed. On the second deployment, the left atrial disk prolapsed on the right side and redeployment was tried. After the placement, no shunt was detected. It was confirmed that the device was properly positioned, and the procedure was completed. On (B)(6) 2024, at the scheduled follow-up in the morning, it was confirmed the device embolization at the pulmonary artery by transthoracic echocardiography. On (B)(6) 2024, the patient underwent endovascular reintervention. The occluder was retrieved by using a catheter. Another device (figulla flex 36) was implanted for the atrial septal defect and the procedure was completed. The physician's comment: no complaint by the patient, and no abnormalities in the electrocardiogram were reported. As reviewed the images taken on the 18th, no problems were found with the device placement. He did not know the cause of the device embolization.